Manufacturer narrative:
Evaluated 1 seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was occluded. The customer's blood glucose level was 7.6 mmol/l at the time of the incident. The customer stated that he changed the set and battery and the pump stopped delivering insulin. The customer reported no delivery alarm during manual prime. The customer stated event was resolved by complete set change. The product was returned for analysis.